Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that over the course of several months, he had a few infusion sets that broke at the luer connection. He stated he found this while attempting to run a bolus and his shirt became wet with insulin. He stated his blood glucose was elevated to 400 mg/dl. He changed his infusion tubing and bolused to lower his blood glucose. He stated he does not have a normal blood glucose range, it fluctuates from 50-600 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. The patient discarded the infusion sets. No product will be returned for evaluation.